Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine plus (creatinine). The sample initially resulted as 5.46 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. A new sample was drawn from the patient on (B)(6) 2014 and this sample resulted as 0.99 mg/dl. The 0.99 mg/dl result triggered a delta flag, so the customer pulled the initial sample and repeated it. The initial sample was repeated on (B)(6) 2014 and resulted as 0.91 mg/dl. The repeat result of 0.91 mg/dl was believed to be correct. The customer was asked, but did not know if the patient was adversely affected. No adverse events were alleged. The creatinine reagent lot number was 69071001 with an expiration date of (B)(6) 2014. The field service representative determined that the c probe was loose. He inspected the system and found that the connection was loose for the c probe. He replaced both probes and tightened the connection securely. He performed a light barrier check and workstation accuracy check with passing results. He observed proper analyzer function during a customer run of quality controls. All quality controls were within range. He performed a precision study.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.